Event description:
It is reported that the device was implanted in 2007. The device was revised in 2008, due to pain. At the time of revision, the shell showed no signs of ingrowth.

Manufacturer narrative:
Evaluation summary: device and x-rays were reviewed. Particles were seen on the outer surface of the shell. These particles could be the bone/tissue particles from the body. Pre-op and post-op x-rays are available for review. The post-op x-ray image is not clear enough for making a definitive conclusion. However, it appears that at approximately the 10 o'clock position there is a radio-transparency. This radio transparency appears to have been growing in the x-ray. It is unk whether sufficient fixation was achieved during surgery or not. Tm shells are designed to provide equatorial pressfit. Screws could also provide better initial fixation. Details about liner fixation during surgery are not available. Cause cannot be definitively determined. Device history records indicate device manufactured to specification.